Event description:
Caller reported air bubbles and gaps in the infusion set tubing of the system, occurring during pumping. There was no adverse impact to the customer's blood glucose level. The issue resolved itself through normal pumping, and the customer declined further troubleshooting but indicated willingness to call back if it recurred.